Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vh-3000 self activated upon plugging in. A replacement hemopro and cable were used to complete the procedure. The hospital did not report any patient effects. The hospital is returning the cable that was replaced.

Manufacturer narrative:
Investigation: visual inspection revealed that there were no non conformities with the device. A pre-cautery test was performed on the device with a reference power supply and hemopro tool. The device failed the pre-cautery test. Based upon the functional test, the reported failure was confirmed. Internal file number - (B)(4).